Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-00561 it was reported the patient's scs leads migrated. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective stimulation was achieved following the procedure.